Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the extracted log files revealed that the low flow alarm was active for approximately 6 hours and 25 minutes prior to the patient being found expired on (B)(6) 2020 at 07:30:00. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient outcome could not be conclusively established through this evaluation. A cause of the patient outcome could not be established through this evaluation. Review of the extracted controller log files showed the pump speed operating within the set speed parameters during support; the system appeared to function as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 24jul2019. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display ((B)(6)) and the hazard alarms ((B)(6)). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm ((B)(6)). The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The section ¿preparing for sleep¿ contains specific instructions regarding sleeping with the device. The hm3 lvas patient handbook is currently available. The ¿how your heart pump works¿ section indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The patient handbook contains a section titled ¿sleeping¿ under ¿living with the heartmate ii.¿ this section contains detailed instructions on how to properly prepare for and sleep with the device, as well as a pre-sleep safety checklist. It was reported that the device was not explanted and will not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020. Cause of death is unknown.